Event description:
It was reported when using the bd preset¿ eclipse¿ with safety needle, the device experienced leakage. The following information was provided by the initial reporter. The customer stated: reason for the complaint: when the blood is ejected, the material escapes at the level of the plunger.

Manufacturer narrative:
Investigation summary: bd had not received samples or photos for investigation. Therefore, 5 retention samples from bd inventory were evaluated by functional testing, each drawn with water, and no issues were observed relating to leakage as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode leakage. Bd was not able to identify a root cause for the indicated failure mode. Our business team regularly reviews the collected data for identification of emerging trends.